Manufacturer narrative:
The device was returned to the resmed manufacturing facility in (B)(4) for an extensive engineering investigation. Review of the device logs confirmed the occurrence of system faults sf 180 and sf182 indicating the a battery charger fault and battery lost communication with the device. These system faults resulted in the alarm being triggered. The investigation determined that this device fault was due to a software issue. Also the review of the device logs showed that a power failure alarm was triggered in the device. The device investigation determined that the power failure was due to a depleted internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was returned to the resmed design facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being evaluated by the clinical staff it displayed a "battery inoperable" message. There was no patient involvement as a result of this incident.